Event description:
It was reported that it was found that 6 sutures from qfix anchors facing the femoral head were frayed and thin. This was noticed during a revision surgery after the initial labral repair on a hip scope on (B)(6) 2020 which was performed because the patient was experiencing pain. The sutures were removed from the patient and the labrum was healed down onto the acetabular rim.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). The shipping information was provided; however, the subject device was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. The root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported events is not anticipated (¿sutures removed¿) as ¿the patient reportedly healed and recovered well.¿ the patient is ¿fine.¿ therefore, no further clinical/medical assessment is warranted. Have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Therefore, no further clinical/medical assessment is warranted at this time. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report.